Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d274trk, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013; product ID 5076-52, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013; product ID 694965, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013-03-13. (B)(4).

Event description:
It was reported that an infection occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.